Manufacturer narrative:
Follow-up # 1 date of submission 12/23/2014 ¿ additional information: on 12/22/2014, the reporter contacted animas with additional information. The reporter alleged that the pump was not fully rewinding the cartridge piston during the rewind step. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the cartridge piston rod was not retracting completely during the rewind step. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.